Event description:
It was reported that the inop (ln vent1) alarm occurred while connected to the pt. It was also reported that the ventilator would not power on. No pt harm reported.

Manufacturer narrative:
Na.